Event description:
The pt is scheduled for an asr revision to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, reason for revision: pain & component malalignment. Primary hospital: (B)(6). Update received (B)(6) 2014. Hip side, kid number and two additional hospitals added. Right hip.